Event description:
It was reported that upon connecting the megavac 90 wand to a second controller it caused the unit to alarm.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available.